Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported vasoview hemopro 2 insufflation issues with not getting air to the tunnel. The unhooked tubing and reattach it and still did not fix the problem. The btt port was the issue. They had to open another kit to get through the case. There was no patient harm. The settings used on the insufflator were 12 and 5.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The lot # 3000476919 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.